Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported from (B)(6) that 28 3:1 dermacarriers had a mesh not aesthetically pleasing to the surgeon. On (B)(6) 2018, a returned product investigation was performed on the 3:1 dermacarriers. The physical evaluation revealed that the returned carriers had a normal mesh pattern that showed no abnormalities. The results of the returned product investigation cannot confirm the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the product returned did not represent the reported failure. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure the graft that was used was not aesthetically pleasing to the surgeon. The customer reports that the expansion is defective. The event occurred during surgery; however an additional unplanned skin graft was not required. Another device was used to complete the surgery; the surgical technique was utilized. There was no harm or injury or delay reported. On (B)(6) 2018, there were 28 carriers returned in total. There were 6 that were used and 22 that were returned sealed and unused. The carriers showed no anomalies and had the mesh pattern expected. No adverse events were reported as a result of this malfunction.